Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 22-jun-2018. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("investigation for metal allergy found rate at 200 for chromium and at 87 for platinum") in a female patient who had essure (batch no. 816053) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and pain ("numerous pain"). The patient was treated with surgery (hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals and pain outcome was unknown. The reporter provided no causality assessment for allergy to metals and pain with essure. Diagnostic results: investigation for metal allergy found rate at 200 for chromium and at 87 for platinum. Patient was experiencing pain for 18 months. Lab test found nothing remarkable. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: allergy to metals: the analysis in the global safety database revealed 448 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-jun-2018. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("investigation for metal allergy found rate at 200 for chromium and at 87 for platinum") in a female patient who had essure (batch no. 816053) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and pain ("numerous pain"). The patient was treated with surgery (hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals and pain outcome was unknown. The reporter provided no causality assessment for allergy to metals and pain with essure. Diagnostic results: investigation for metal allergy found rate at 200 for chromium and at 87 for platinum. Patient was experiencing pain for 18 months. Lab test found nothing remarkable. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.